Event description:
It was reported that the patient's left implantable neurostimulator (ins) was replaced at a prior unknown date due to infection at the pocket site. It was stated that the left extension was replaced to relocate from left abdomen to left chest and the left ins was replaced and connected to existing lead in the left brain. It was unknown if the issue resolved and the cause of the issue was unknown. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were no perioperative antibiotics administered and the patient did not have meningitis. They had redness and incisional wound opening. The primary location of the infection was at the device pocket and a culture was not obtained. Oral antibiotics were given and the infection resolved. There was no drug withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 748266, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).